Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the suture was used on subcutaneous tissue in an orthopedic procedure, at the end part of an open procedure, the suture broke. The doctor used a new suture to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted one suture and one needle. The suture was measured to be less than the total length that it should have been. The end of the suture was frayed, and the core was exposed. The suture appeared to have broken under tension. The needle was bent in multiple places. Under microscopic inspection, instrument marks were noted near the bend sites. Unfortunately, as no sealed samples were returned, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Additionally, the investigation detected a secondary condition of bent needle that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.